Event description:
It was reported that the ilet pump¿s screen became blank and unresponsive, and the condition persisted after an attempted restart via the app, while the app continued to show that insulin delivery was ongoing. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Investigation included telephone troubleshooting and assessment of device function via the paired app. Investigation of this case revealed a suspected display or user interface failure of the pump screen consistent with a hardware screen visibility problem, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display hardware.

Manufacturer narrative:
Initial.